Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch. The patient is only making a claim for an adverse patient outcome against the composix kugel patch. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ .

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch. The patient is only making a claim for an adverse patient outcome against the composix kugel patch. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with implant of composix kugel. Per op notes, ¿the hernia sac was identified and dissected free. The incarcerated bowel was reduced. A composix kugel was placed and sutured.¿ on (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia and bowel obstruction thereby underwent open repair with excision of composix kugel and implant of biological mesh. Per op notes, ¿the prior mesh was noted. Omental adhesions were lysed. Thick adhesions between bowel and mesh were lysed. The coiled and wrinkled mesh caused the obstruction. The obstruction was released. All the adhesions of mesh and bowel were lysed. The prior mesh was excised entirely. Cholecystectomy was performed. The hernia defect was noted and reduced. A biological mesh was placed and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2008) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.